Event description:
It was reported that the customer had multiple occlusion alarms during bolus delivery. The customer's blood glucose level elevated. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous fluids/insulin. The customer was discharged the same day and was not aware of any permanent damage. Reportedly, the customer was using apidra insulin at the time of the occlusion alarm and has now switched to novolog. The customer was no longer experiencing high blood glucose levels.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.